Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the brown luer connector dislodged/broke form clear/trasparent tubing. The device was removed and a new cvc was reinserted. No patient harm reported.

Event description:
The complaint is reported as: the brown luer connector dislodged/broke form clear/trasparent tubing. The device was removed and a new cvc was reinserted. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The customer also provided a photo which shows the reported defective catheter. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the distal luer was separated from the distal extension line. The detached luer was not returned for evaluation. The edges at the point of separation appeared rough and stretched. Visual examination of the distal luer hub could not be performed as it was not returned for evaluation. The total length of the returned distal extension line from the juncture hub measured to be 101 mm which is not within specifications of 109mm - 121 mm per product drawing, indicating that at least 8 mm of the extension line was not returned. The inner diameter of the distal extension line measured to be 0.063" which is not within specifications of 0.055-0.059" per product drawing, due to the damage. The outer diameter of the distal extension line measured to be 0.086" which is within specifications of 0.084-0.088" per product drawing. The proximal and medial lumens were flushed using a water-filled lab inventory syringe. No leaks or blockages were detected in the proximal line. When the medial extension line was flushed, significant resistance was encountered. There appeared to be a blockage of biological material in the medial lumen. Once the biological material was removed from the medial extension line, the lumen was able to flush as intended. Functional examination of the distal luer hub could not be performed as it was not returned for evaluation. A manual tug test confirmed the proximal and medial luers were fully secured to their extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The customer report of a separated luer was confirmed by complaint investigation of the returned sample. The catheter passed functional testing. A device history record review was performed based on sales history and no relevant findings were identified. Without the luer hub to analyze, the probable root cause could not be determined based on the information provided. Teleflex will continue to monitor and trend for complaints of this nature.